Event description:
On (B)(6), 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that they were having an issue with their onetouch verioiq's meter setting. The patient did not allege any harm or injury because of the reported issue. The patient did not specify what the exact issue was. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that there was an issue with the subject meter's settings. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.